Event description:
It was reported that the tip of the product broke inside the knee joint of the pt. The teeth of the product were being used at the time of the event. It was further reported that the broken piece was retrieved and the surgery was completed.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.